Manufacturer narrative:
First investigation: production process analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. User (surgeon and patient) information analysis: the x-ray demonstrates that the system reached its maximal elongation, which is the weakest point of the rod. In this position, the transverse process below the implant may generate a force acting on the system that can cause the rod breakage. To protect against such force it is necessary to use the trial tool according to the detailed steps as described in the surgical technique guide. As a note, this case was operated before the introduction of this trial tool (eco-46). Re-operation to a new apifix system was done on (B)(6) 2021. Design : the design of the mid-c system is aiming to take mainly axial forces, resulting from the load generated by the distraction of the curve and the relevant body weight. The device was tested in an axial direction and was found to be able to hold 700n load for 10 million cycles of axial load. As part of apifix commitment to continuous improvement, CAPA (B)(4) was initiated to further investigate to prevent and minimize the rate of implant breakage. The company investigation indicated that implant breakage can result from trauma, practicing severe sports, development of hyper-kyphosis, inserting the pedicle screws in a wrong trajectory, not working according to the surgical technique, and most commonly from the implant reaching its end of the way. Corrective action: over the years, the company already implemented corrective action with the following: nov 2017, all surgeons received a letter detailing the importance of screw insertion trajectory. The topic is also covered in the company's training presentation. Eco-38, replaced the mid-c 125 that extends by 40 mm to mid-c 125 that extends by 50mm allowing more overlap between the pole and base. Eco-46, a trial tool was added to the surgical tools to aid the surgeon in detecting if access tissue remains below the implant. In march 2020, the topic of practicing severe sports was added to the mid-c training presentation. Risk assessment: the device breakage rate is (B)(4). Post mitigations are in line with the rate reported in the literature for this type of complication as described in the company's clinical evaluation report (B)(4). The risk of the broken rod has been assessed and found to be acceptable ((B)(4)). The screw migration is a known risk that addressed in the IFU warnings and precautions section : metallic implants can loosen, fracture, corrode, migrate, or cause pain and in section potential risks associated with the mid-c system: implant migration, loosening or dislocation; fracture or breakage of the implant or pedicle screws, including failure to maintain extension/curve the risk of "migration of device or device component": has been assessed and found to be acceptable.

Event description:
The patient follow-up x-ray demonstrates implant breakage and migration of the extender lower polyaxial screw. The patient had a corrective surgery where the broken system was replaced by a new one.